Manufacturer narrative:
Additional, changed, and/or corrected data: g.4.

Event description:
Healthcare professional reported left side "seroma" and pain. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. Device evaluation: visual analysis of the returned device identified: opening, crease flat and weight to the spec. A microscopic analysis was performed which identify a broken striated in the anterior side. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side "seroma" and pain. Device has been explanted.